Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® brand sstä ii tubes containing silica and gel there was an issue with foreign matter. There was no report of injury or medical intervention.